Manufacturer narrative:
Reported event: 3.2mm pin broke whilst placing in tibia during mako tka. No medical records or xrays available. Pin fully retrieved. Product evaluation and results: as per the image provided the bone pin can be seen broken. Product history review: review of the device history records indicate 800 devices were manufactured and accepted into final stock on 04/11/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, l/n w64081-2 shows no additional complaints related to the failure in this investigation. Conclusions: the defect can be confirmed from the image provided. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
3.2mm pin broke whilst placing in tibia during mako tka. No medical records or xrays available. Pin fully retrieved.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
3.2mm pin broke whilst placing in tibia during mako tka. No medical records or xrays available. Pin fully retrieved.